Manufacturer narrative:
This report is submitted on may 18, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia to remove abutment and perform soft tissue debridement. The patient was subsequently treated with topical antibiotics (date and duration not reported) to treat the infection around the abutment.